Event description:
The customer received questionable ion selective electrode (ise), glucose and hdl results intermittently. Of the data provided, only an estimated example of the ise sodium results was discrepant. The initial result would be approximately 130 mmol/l and the repeat result after recalibration would be approximately 140 mmol/l. It was unknown if any erroneous results were reported outside the laboratory. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found there was a fluidics failure of the sample probe and replaced it. To verify the analyzer operation, he ran a ten sample precision test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but not provided.